Event description:
An alarm issue was reported with the adc device in use with iphone 11 with unknown ios operating system version 162. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizure no third-party treatment was reported. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing signal loss with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration iphone 12 (ios 16.4; 2.10.1.7563) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with unknown ios operating system version 162; app version 2.10.1.7653 . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizure no third-party treatment was reported. No further treatment was required. There was no report of death or permanent impairment associated with this event.